Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium (na) results while using the architect c16000 analyzer ict module. The following data was provided. The customer uses sodium normal range 136 to 145 mmol/l. Sid: (B)(6), initial: 117, repeat: 140. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service individual was dispatched to the account and found a damaged syringe seal on the analyzer. The syringe seal [seal, water line syringe part 2-89347-02] was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, similar complaint review, a labeling review, device history review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate and the architect c16000 system service and support manual provides information relevant to resolving the complaint issue and replacing the syringe seal [seal, water line syringe part 2-89347-02]. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.